Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that during a supply change on the ilet bionic pancreas the user was unable to proceed because the connector was difficult to attach and no drops were observed during the fill tubing step; the user subsequently retried with a new connector and then with all new supplies, after which the supply change was successful. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed a faulty or incompatible connector that prevented proper attachment to the pump, resolved by replacing the connector. It was concluded, based on previously established findings for similar reports, that the cause was a component malfunction of the connector.